Event description:
The reporter stated that after the sampling extraction the nurse went back to irrigate the line and the sample site came out during the process of pushing on the plunger of the syringe. Blood loss to the patient. No injury or treatment.